Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress was applied to the sheath on the tip and perforation occurred on the sheath on the tip due to the stress. Since perforation on the sheath on the tip occurred, leakage of the ultrasound medium and air bubble was immixed into the inside. From this, ultrasound could not be communicated normally and then, it led to the indicated phenomenon ¿ultrasound image is not displayed¿. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection. 3.2 inspection: 2. Gently pinch the probe insertion part with your fingers and check along its entire length to make sure there are no significant bends or leakage of the medium. 3.5 how to use this product: observing the ultrasound image [caution]. When the ultrasound probe is activated (unfrozen state), do not push or pull it with strong force, or pull it into the bending section of the endoscope. In particular, when the endoscope is strongly bent or the forceps are raised, push and pull the ultrasound probe slowly. Pushing or pulling it with strong force or sudden movements may cause image distortion or damage to the ultrasound probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe exhibited the sheath on the tip was perforated. There was no patient involvement.